Event description:
It was reported the patient developed worsening shortness of breath and echo revealed increased aortic valve gradients. The valve was explanted and replaced with a 21 mm pericardial valve. The patient was reported to be stable and recovering postoperatively.